Manufacturer narrative:
(B)(4) registry. (B)(4). UDI number: (B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. The commander delivery system and esheath were returned to edwards for evaluation. The delivery system was returned inserted into the esheath. Visual inspection revealed gouges present on the flex tip. Buckling of the flex shaft distal to the flex tip and a kink present on the flex shaft approximately 10 inches from the flex tip. No other abnormalities were observed on the delivery system. During functional testing, valve alignment and fine adjust functions were verified without a crimped valve. No abnormalities were noted with the gross valve alignment or fine adjust functions. The full fine adjust was able to be used. Valve alignment testing with a valve could not be performed due to the condition of the returned device. Dimensional analysis of the flex tip outer diameter (od) was performed. All measurements met specifications. A review of imaging from the case was also performed. None of the imaging showed the valve alignment process, but it was noted that the stored tension in the delivery system was apparent. Imaging also indicated very tortuous, kinked iliac arteries, thoracic aorta and abdominal aorta. The aortic valve was heavily calcified with calcification on the leaflets and annulus. Moderate aortic insufficiency (ai) with a horizontal aorta was also observed. During manufacturing, the delivery system undergoes 100% manufacturing and quality inspection. Inspections on the fully assembled delivery system include the inspection of the fine adjust function, collet/shaft clearance, collet engagement, inspection of the entire device, inspection of the inflation and crimp balloon and inspection of the flex shaft. These inspections make it unlikely that a manufacturing defect contributed to the reported valve alignment difficulty and withdrawal difficulty. The complaint of the valve alignment difficulty was unable to be confirmed based on the condition of the returned device (severe gouges on the flex tip). The complaint of the withdrawal difficulty valve through the sheath was confirmed based on the review of the case imaging. No potential manufacturing non-conformances were identified on the returned delivery system. In this case, although the exact cause of the reported event could not be confirmed, procedural factors (manipulation of the devices), in addition to patient factors (very tortuous, kinked iliac arteries, thoracic aorta and abdominal aorta, heavily calcified aortic valve, horizontal aorta) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2016-02902.

Manufacturer narrative:
Thv/tvt registry. (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case.

Event description:
During a transfemoral tavr procedure, following the placement of a 14fr esheath, balloon aortic valvuloplasty (bav) was performed. The bav went smoothly with no complications reported. When advancing the commander delivery system and a 26mm sapien 3 valve through the sheath, an ¿exceptional¿ amount of force was required to advance the delivery system. This was thought to be due to the tortuosity in the iliac and a kink in the sheath. During the initial alignment of the delivery system and valve, there was a lot of stored torque/tension in the delivery system. The delivery system was pulled back and the tension was released. Initial alignment was performed again and there was still stored torque/tension. The delivery system was pulled into the thoracic aorta, the tension was released and the delivery system was pulled to a straighter section and aligned in a straighter section; stored tension was still reported. Fine alignment was then attempted, but the valve would not move past the mid marker on the balloon, the inflow would not go past the middle marker on the balloon during fine alignment. Various unsuccessful attempts were made to release the tension. There was so much tension that the valve appeared to be over the tip of the flex catheter. There was concern of possible damage to the balloon and the decision was made to remove the system and prep a new delivery system and valve. The team was unable to pull the valve back into the esheath. It looked like the valve had expanded slightly due to the valve alignment process and it could not be pulled back into the sheath. During the attempts to pull the valve back in, the tip of the sheath was torn off. The valve was deployed in the lower abdominal aorta and the delivery system and sheath were removed as a unit. A 20fr esheath was then placed in the groin to maintain hemostasis. A wire was used to snare the tip of the sheath/marker band and remove it from the patient. At this point, the patient¿s blood pressure became ¿soft¿ in the 70s/80s mmhg. An aortogram was performed. Nothing ¿glaring¿ was observed; however, a dissection/tear in the aorta was suspected. Ivus was also performed. A stent graft was ultimately placed in the thoracic aorta. The patient was still becoming ¿profoundly¿ hypotensive. The tavr procedure was stopped and the wire was removed. A hemothorax was found of the left side. The patient¿s chest was opened and a left ventricle perforation from the wire was found. The perforation was not able to be repaired and the patient expired during the procedure. The native annular diameter measured 23mm x 29mm by CT. 2+ pericardial calcium in the lvot was reported. Moderate thoracic tortuosity and moderate access vessel calcification was also reported. ¿a lot of intramural calcification¿ was reported and during the open chest procedure. The pericardial sack was observed to be adhered to the area where the perforation/tear had occurred. In was speculated that the wire had acted like a ¿fulcrum¿ and tore the pericardial sack.